Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the buttons on the insulin pump were not responding. Customer's blood glucose was 120 mg/dl. Customer was trying to give herself a bolus when button became unresponsive. Customer stated the device had alarmed battery out limit and was unable to clear the alarm. The device was not exposed to moisture. No further information reported.